Event description:
Reporter indicated high lead impedance readings were obtained three times during an initial vns system implant. Troubleshooting was done which included reinserting the vns lead pin, checking lead electrodes, irrigating the generator site surgical pocket, turning off overhead lights, turning off the cautery unit, checking the vns wand battery, checking the vns programming system connections, and operating the programming system on battery power; all troubleshooting was unsuccessful. The reporter elected to use another generator to complete the implant procedure and the surgery was completed without further incident. The suspect generator has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.